Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer also reported the insulin pump had critical pump errors alarms. Troubleshooting for critical error was not performed. Customer said the pump is a demo. The insulin pump will be returning for analysis.

Manufacturer narrative:
Findings: unable to verify manufacture mode due to critical pump error (open book image). Pump was received with critical pump error (open book image) during testing and pump error confirmed in long trace history file due to moisture damage on motor/force sensor assembly. Unit had minor scratched lcd window.